Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their therapy has not worked for almost 2 years. Patient stated the therapy is for neuropathy and because of some neurological issues they need the stimulation moved to their left leg and it is all currently in their right leg. Patient stated the doctor has twice requested a manufacturer representative (rep) to come to their appointment, but no rep has shown up. Patient stated at their last appointment the nurse suggested the patient attempt to contact a rep, but the patient has no contact information. Agent reviewed role of rep and the patient was redirected to their healthcare provider to further address the issue. Agent sent an email to the field requesting they contact the patient for reprogramming. Patient mentioned they have missed an appointment with other doctors because of the level of pain they are in and would like this reprogramming done as soon as possible. Patient called back and stated they wanted to meet with rep before (B)(6) 2024. Patient asked if rep could call them. Patient asked for rep contact information. Agent reviewed reps role and recommend patient contact hcp office. Agent sent email to rep. Patient (pt) called back stating their implantable neurostimulator (ins) had not worked for 2 years and now they need a MRI but they would not do it if a rep was not there. Agent provided pt with the national answering service (nas) phone number to give to healthcare provider (hcp). Pt called back on the same day repeating issues documented in this case. Pt stated they have given up on the implant and stopped using it. Pt stated they have "serious issues" going on in their body. Pt wishes they never got the implant. During the call, pt stated last time they tried to get a MRI. Someone told them they could 'die' so now, pt is scared to have a MRI. Pt stated they just want the implant off and they have over stimulation on their right side, pt stated when therapy is on, it can hit a muscle and cause them pain. Pt stated they have had to go to the emergency room so many times. Patient services was able to help the pt get the ins into MRI mode, but they saw a message on the controller "MRI mode not available - device battery is too low". The pt stated they would charge the implant and call back when they are ready to get assistance with MRI mode.

Manufacturer narrative:
B3. Date of event was asked, but unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.